Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.   Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.   (B)(4).

Event description:
It was reported that vessel dissection occurred. The de novo target lesion was located in the left anterior descending (lad) artery. A 2.75 x 24 mm synergy¿ drug-eluting stent (des) was implanted to treat the lesion. Following post deployment, an orthogonal view of the deployed stent was taken and a distal edge dissection was found. Subsequently, a 2.25 x 16 mm promus premier¿ des was advanced to cover the dissected vessel and completed the procedure. No further patient complications were reported and patient status was stable.